Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("the pain") and genital haemorrhage ("the bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, pregnancy induced hypertension, cyst and multiple caesarean sections. In 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower ("terrible pain ranging from sharp stabbing pain to unbearable aches in lower abdomen"). In 2013, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2013, the patient experienced menstruation delayed ("skipped a period"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("unbearable cramps") and menorrhagia ("heavy bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of arthralgia ("joint pain"), fatigue ("always exhausted"), cyst ("cysts"), headache ("headaches"), nausea ("nausea"), the second episode of arthralgia ("low back pain almost like arthritis"), acne ("the acne"), gait disturbance ("the walking like an old lady") and inflammation ("essure causes inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypertension, acne, gait disturbance and inflammation outcome was unknown, the abdominal pain lower, fatigue, cyst, headache, nausea and the last episode of arthralgia had not resolved and the menstruation delayed, dysmenorrhoea and menorrhagia had resolved. The reporter provided no causality assessment for abdominal pain lower, cyst, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, menstruation delayed, nausea, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter considered acne, gait disturbance, genital haemorrhage, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: the acne, the bleeding, the pain and the walking like an old lady, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received- new event essure causes inflammation and surgery were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("the pain") and genital haemorrhage ("the bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, pregnancy induced hypertension, cyst and multiple caesarean sections. In 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower ("terrible pain ranging from sharp stabbing pain to unbearable aches in lower abdomen"). In 2013, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2013, the patient experienced menstruation delayed ("skipped a period"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("unbearable cramps") and menorrhagia ("heavy bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of arthralgia ("joint pain"), fatigue ("always exhausted"), cyst ("cysts"), headache ("headaches"), nausea ("nausea"), the second episode of arthralgia ("low back pain almost like arthritis"), acne ("the acne"), gait disturbance ("the walking like an old lady"), inflammation ("essure causes inflammation") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy) and essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypertension, acne, gait disturbance, inflammation and alopecia outcome was unknown, the abdominal pain lower, fatigue, cyst, headache, nausea and the last episode of arthralgia had not resolved and the menstruation delayed, dysmenorrhoea and menorrhagia had resolved. The reporter provided no causality assessment for abdominal pain lower, cyst, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, menstruation delayed, nausea, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter considered acne, alopecia, gait disturbance, genital haemorrhage, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: the acne, the bleeding, the pain and the walking like an old lady, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post: hair loss event was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.